Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that the patient implanted with an impella cp experienced distal ischemia in the right leg. A distal reperfusion catheter was placed in the right leg to reestablish flow. The patient expired on support. There is not enough evidence to exclude the impella cp device as an associated factor in the patient's outcome.